Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. The device passed the operating currents. No unexpected low battery or off no power anomaly noted. Cracked on reservoir tube lip, broken belt clip slot and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was performed. The device was returned for analysis.